Manufacturer narrative:
Based on the completed investigation, it is likely that the foreign material remained in the switch because the device was sent to olympus without undergoing reprocessing at the user facility, due to a reported leak that caused reprocessing to be halted. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a foreign object was observed on the gastrointestinal videoscope's switch1. There was no patient involved.